Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported broken plunger. Event description: 20ml syringe plunger broke mid medication administration during a fluroscopy guided procedure. During use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three photos and one physical sample were provided to our quality team for investigation. Upon visual inspection, the plunger was observed to be broken, confirming the reported concern. A device history record review found no non-conformances associated with this issue during production of lot 2503067. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or broken pieces were observed. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were identified. Although a definitive root cause could not be established, it is possible the plunger rod was damaged as a result of jamming within manufacturing equipment. Manufacturing personnel have been notified to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.